Event description:
I used quidel quickvue at home covid test which showed a negative test result. Took another test (flowflex ) immediately thereafter and received a positive test result. FDA safety report ID# (B)(4).